Event description:
According to the customer, on (B)(6) 2026 the handle of the jamshidi needle "broke off" during a "bone marrow biopsy procedure." Per the customer, "the handle came off which left the metal needle embedded in the patient." The customer stated they used "needle-nose pliers to allow for removal of needle." The customer reported "the patient had a malfunctioning device embedded for about 42 minutes."

Manufacturer narrative:
According to the customer, on (B)(6) 2026 the handle of the jamshidi needle "broke off" during a "bone marrow biopsy procedure." Per the customer, "the handle came off which left the metal needle embedded in the patient." The customer stated they used "needle-nose pliers to allow for removal of needle." The customer reported "the patient had a malfunctioning device embedded for about 42 minutes." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.